Manufacturer narrative:
Device broke intra-operatively without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during neuro surgery a screw head broke off the ti matrixneuro screw when surgeon was screwing without force into patient¿s skull. The shaft of the screw was left in the patient skull. Patient is reportedly fine and there was no prolongation in surgery. This is report 1 of 1 for (B)(4).